Event description:
Dexcom was made aware on 05/24/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device. It was reported that the patient reported a skin reaction associated with the sensor adhesive. The patient developed redness, swelling and an infection which extended beyond the sensor patch. On (B)(6) 2023, the patient consulted a healthcare provider who diagnosed the patient with cellulitis and prescribed an unspecified oral antibiotic. Two photos of the same reaction were provided, reviewed, and the skin reaction was confirmed. At the time of the report, the patient was ok, and symptoms have subsided. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).